Event description:
Related manufacturer reference number: 2017865-2022-09658. It was reported that the patient presented in the hospital for right ventricular (rv) lead intervention procedure. The rv lead was over-sensing noise leading to pacing inhibition. Episodes of high ventricular rate were noted. Prior to the rv lead intervention procedure on (B)(6) 2022, the patient was feeling discomfort at the pacemaker generator site without any malfunction on the pacemaker. The pacemaker pocket was relocated on (B)(6) 2022, while the rv lead was explanted and replaced with alternate rv lead. The patient's condition was stable.